Manufacturer narrative:
(B)(4).

Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. During playback, blue background was displayed and error appeared during pullback. Automatic pullback was reinitiated and failed. No patient was involved therefore, no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible damage observed. Device analysis revealed the image pc passed polaris basic functions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. During playback, blue background was displayed and error appeared during pullback. Automatic pullback was reinitiated and failed. No patient was involved therefore, no patient complications occurred.